Event description:
Customer reported an issue with touchscreen responsiveness, where the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was provided with pump reset information by technical support, and after performing the reset, the issue was resolved, allowing normal interaction with the pump screen.